Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was retrieved from the patient with the footplate in the opened state which damaged the endothelium. The instructions for use (IFU) states, "do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and or lead to vessel trauma which may necessitate intervention and/or surgical removal of the device and vessel repair". Additionally, the IFU states, release the gentle retraction against the vessel wall. Advance device slightly to restore marker flow, if necessary. Push the lever down the body of the device to return the foot to its original position". In this case the inability to retract the foot was likely due to tissue caught in foot. The IFU deviation would not have contributed to the reported difficult to close. However, it likely that the IFU deviation contributed to the subsequent patient effect. Based on the information provided, the reported difficult to close appears to be related to the operational context of the procedure. In this case the inability to retract the foot was likely due to tissue caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number, primary UDI number updated d9 correction: device available for evaluation updated from yes to no.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional cerebral aneurysm coiling procedure with a 6f sheath. Reportedly, the suture was successfully deployed then the footplate would not close. The device was retrieved from the patient with the footplate in the opened state which damaged the endothelium (the inner lining of the vessel). A section of the endothelium was present on the footplate of the prostyle device upon removal. The same suture was used to achieve hemostasis, then manual compression was added as standard practice. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - incorrect removal.